Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure performed on (B)(6) 2018. Reportedly, the patient was under general anesthesia. According to the complainant, a myomectomy procedure was performed prior to the hta procedure and half of the fibroid was resected. The hta procedure was performed and initially, there was a perfect seal during the seal integrity test. About one minute into ablation, the physician received a kink tubing alarm which continued about every minute throughout the entire procedure. At about 5 minutes left in the ablation phase, they received a fluid loss alarm of 34cc per minute with no visible fluid leaking from the patient as validated by the physician. The procedure was continued and with two minutes left in the ablation phase, they received another fluid loss alarm of 40cc and the physician was able to see saline leaking from the cervix. The physician aborted the procedure with two minutes left and during cool down, a small very insignificant burn to the posterior wall of the vagina was noticed. The physician classified the burn as superficial burn. Silvadene cream was applied to the burnt area. The patient was fine after the procedure without any complications. An additional attempt has been made to obtain follow up event details with no response from the clinician.